Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative educated the patient's father on pairing the new smart device and had patient's father insert a new sensor. No additional patient or event information is available.